Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss on (B)(6) 2017. Subsequently, the patient underwent revision surgery to place a new implant on (B)(6) 2017.